Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-jan-2025. Retained cartridge testing for lot h24251 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for chem8+ cartridge lot h24251.

Event description:
On 18-nov-2024, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant ionized calcium result on patient. There was no additional information at the time of this report. Return product is not available for investigation. Prduct lot information was not provided. Method, collected, tested , ica, sample: alinity, (B)(6) 2024, 08:19, 1.49 mmol/l, w wb; alinity, (B)(6) 2024, 11:22, 1.27 mmol/l, x wb. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.